Manufacturer narrative:
(B)(4).

Event description:
Complaint description: nurse was placing PICC line, but was unable to insert the peel away sheath dilator. The introducer bunched up at the tip.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath contained signs of use in the form of biological material. Visual examination revealed the tip of the sheath was bunched up and frayed, indicating excessive force caused the damage. The length of the returned sheath measured to be 2.87" which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "a slight twisting motion may help sheath advancement." The report of sheath tip damage was confirmed by complaint investigation. The tip of the sheath was bunched up and frayed , indicating excessive force. A device history record review was performed with no relevant findings. Based on the sample received , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Nurse was placing PICC line, but was unable to insert the peel away sheath dilator. The introducer bunched up at the tip.